Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. What were the diagnosis and indication for the index surgical procedure? Radical prostatectomy. 2. Was the surgicel product left in place? Was the excess irrigated and removed? Irrigation was performed. 3. Has any surgical or medical intervention been performed? There was no treatment (including medication) nor prolongation of hospitalization for the ae. Additional information was requested, and the following was unavailable: 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? No further information is available. 2. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. No further information is available. 3. Was there any intraoperative concurrent use of other products? No further information is available. 4. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? No further information is available. 5. Where was the surgicel used (on what tissue)? No further information is available. 6. How much surgicel was used during the procedure? No further information is available. 7. What were current symptoms following the index surgical procedure? Onset date? No further information is available. 8. Please provide details on how the leakage was addressed. No further information is available. 9. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative minor leakage of the vesicourethral anastomosis? No further information is available. 10. What is the patient¿s current status? No further information is available. No further information will be provided. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a radical prostatectomy procedure on (B)(6) 2021 and absorbable hemostat was used. Poster-operatively a minor leakage of the vesicourethral anastomosis occurred. The surgeon commented that it was closed right away and not a major problem. The surgeon thinks that the absorbable hemostat remained in the anastomotic site even after washing, and it might have inhibited healing. Additional information was requested